Event description:
The customer contacted physio-control to report that their device would not power on during a recent patient event. The customer tried a second set of batteries but the device still would not power on. The patient did not survive the event; however, the assistant chief who has been an emt for over 25 years advised that the device use did not contribute to the patient outcome. The assistant chief stated that the patient had been down for quite some time (he believed the patient was down for hours) and that they were only going to use their device to confirm that there was no ECG waveform or other vitals. Later that day, and following the patient event, the customer tried to power the device on again using the same batteries. The device did power on when prompted.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to verify or duplicate the reported issue. As a precaution, physio replaced the system pcb assembly, main keypad assembly and the system/interface pcb flex cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.